Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: prophylactic removal to avoid injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with a 350cc mentor memorygel breast implant (left) and a 225cc mentor memorygel breast implant (right) experienced postoperative left-sided breast pain and rupture. The patient stated that she had been experiencing the breast pain since the date of implantation. The patient felt uncomfortable seeping on her stomach and felt the pain when pressure was applied to her left breast. Recently, the patient decided on prophylactic removal after hearing of breast implant illness. The rupture was confirmed by her surgeon upon explantation on (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On 30-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-jul-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-apr-2020, mentor received additional information regarding the patient's symptoms. The patient suffered several unexplained systemic symptoms, including fatigue, no energy, brain fog/ memory loss, anxiety, hair loss/dry hair, dry eye, yeast infections (4-5 times per year), and weight problems. The root cause of the patient¿s symptoms is unclear. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).